Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problem was found regarding the reported needle mechanism complaint. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal leak is confirmed as the root cause of the observed 0x3d alarm. The leak and subsequent alarm are independent of the reported complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 358 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, a new pod was applied.